Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . B3: date of event: requested, not provided. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination.d4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted .e1: contact: requested, not provided e1: telephone number: requested, not provided h4: device manufacture date: unknown due to unknown catalog and lot combination. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a fellow applied the tr band and then noticed a few minutes later the device had lost all pressure resulting in a copious amount of blood loss. This was a stemi case, via right radial access with 6fr. Tr band inflated to 20cc, sheath removed and slowly deflated tr band to 10cc. 5cc added and a good distal pulse was verified. The physician walked away and approximately 5 minutes later, techs called and said there was bleeding. A new tr band was placed without incident. Hemoglobin dropped. Patient is fine now. Blood loss is greater than 250cc.